Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that the valve was recaptured multiple times due to sub-optimal positioning. It should be noted that the evolut r instructions for use (IFU) states, ¿deployment of the bioprosthesis can be attempted 3 times. If the bioprosthesis is recaptured a third time, it must be removed from the patient.¿ recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning and difficulties inserting the delivery catheter system (dcs) through the access vessel, including patient anatomy or physician technique, but the cause of the positioning/inserting difficulty could not be conclusively determined with the available evidence. In this case, it was noted that diffuse calcified anatomy was reported. Positioning and advancement difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The reported event also indicates that after the multiple times recapture, the capsule appeared buckled on the proximal portion of the dcs. Image review confirms there were multiple attempts to deploy the first valve before the capsule experienced issues. The second system was successfully deployed in a medtronic surgical valve. There is no imaging confirming the noted dissection as stated in this event. There is no evidence confirming there is an electrophysiology study being performed post case. The customer discarded the dcs and as such it could not be returned for analysis. The capsule buckle was confirmed by the receiving photos. The investigation completed into capsule buckle found that there is no evidence that the product fails to meet specification and these events are most likely not related to a fault condition of the device. The exact root cause of capsule buckle is unknown however, patient anatomy (vessel tortuosity <(>&<)> calcification) and use conditions due to challenging anatomy (insertion angle, force required to advance, torqueing of the catheter) are known potential contributing factors to capsule damage. Based on the limited information available in this event, and without the dcs for analysis, the root cause cannot be determined. The system was removed from the patient and a new valve/dcs was implanted successfully. Updated data: h6 method, results, and conclusion codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received additional information that during the implant procedure, there was difficulty inserting the delivery catheter system (dcs). Diffuse calcified anatomy was reported. The valve was unable to be positioned at an acceptable depth and the first valve was recaptured more than three times. There were no issues with advancing the dcs. No adverse patient effects were reported. H6. Device codes: added (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the delivery catheter system (dcs) was discarded, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a previous surgical bioprosthetic valve, the valve was recaptured multiple times to achieve proper positioning. It was reported that the proximal portion of the delivery catheter system (dcs) capsule became wrinkled. The valve and delivery catheter system (dcs) were recovered from the patient and replaced with a new valve and delivery catheter system (dcs). No adverse patient effects were reported.